Manufacturer narrative:
(B)(4). Results and conclusion: arterial and venous occlusion. Small in diameter.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries measured 8 mm in diameter. It was reported that a talent stent graft (B)(4) was selected and accidentally contaminated by the tech. The only other device that was available was an (B)(4) which was longer than intended and the decision was made to implant it. Upon removal of the delivery catheter, the nose cone caught on the stent graft and pulled the stent graft distally and covered the internal iliac artery. The lumen of the stent graft at this point was about 7 mm in diameter. The physician did a retroperitoneal cut down and removed the delivery system and cut 2 stent rings to uncover the internal iliac artery. No additional clinical sequelae were reported, and the patient is fine.